Event description:
Info received indicates sets are leaking at the distal end where it connects to the needleless connector. No pt info is known.

Manufacturer narrative:
Received by moog medical in (B)(4) for evaluation as follows: one (1) used admin set without any filter ((B)(4)) and without knowing lot number. Three (3) used admin sets with 1.2micron filter ((B)(4)) without knowing lot number. One (1) used and one (1) brand new admin set of 14" extension set with maxplus (churchill). One (1) brand new maxplus extension with clear needleless connector (carefusion). The admin set with a non-vented cap was air pressurized and put under water and it did not leak. Then the admin set was connected to the maxplus valve with the non-vented cap and a leak was detected with less than 1 psi. The location of the leak was at the connection between the admin set and the maxplus valve (made by carefusion). The male luer lock that as supplied from carefusion does not meet specification. An hhe has indicated no critical or catastrophic harm from this failure.